Manufacturer narrative:
On (B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During the implantation procedure of the ICD involved in this MDR, difficulties were obtained while connecting two leads. The physician indicated that two of the connection system setscrews were already extended. After reacting the set-screws, leads were connected and the subject device was subsequently implanted.